Manufacturer narrative:
(B)(4). The issue was inadvertently reported. The customer induced the condition during ventilator service.

Manufacturer narrative:
The gas delivery system (gds) was returned for evaluation. A visual inspection was performed and revealed evidence of c10 burnt damage on the oxygen (o2) flow sensor. The gds was installed to a failure investigation (fi) test ventilator. The test ventilator failed. Service induced damage resulted in burnt damage c10 on the o2 flow sensor and o2 eeprom corrupted calibration table.

Event description:
The customer reported that they accidentally created a short circuit while installing the motor controller (mc) printed circuit board (pcb) and found evidence of short on air/oxygen (o2) sensor pcbs.the ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Updated.